Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by mild cloudy pd effluent and abdominal pain. The day after event onset, the patient was hospitalized and was treated with one dose of vancomycin injection (1gm, stat, intraperitoneal) and one dose of injection amikacin (100mg, stat, intraperitoneal). The following day, the patient was treated with injection meropenem (250gm, four times a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7, e1, h2 and h11. B5: upon follow- up, additional information was received. It was reported that the patient recovered from peritonitis. No additional information provided should additional relevant information become available, a supplemental report will be submitted.